Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl and associated symptoms of polydipsia and polyuria. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump lost prime due to the cartridge cap being loose because of a crack in the cartridge compartment (captured on animas (B)(4)) this complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse as the pump alarmed appropriately to alert the use that they needed to prime the pump due to the loose cartridge cap.